Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a mini drawer failure occurred during recovery. Each attempt to recover the mini drawer caused it to lock at positions 4, 5, and 6 before unlocking briefly, allowing access to an additional 2-3 positions. The system then displayed a "requires maintenance" message, and the mini drawer could not be fully recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the engine control line flat flex cable was delaminated and was causing operational issues. A field service engineer replaced the control unit and tested functionality. The system functioned as intended after the field service engineer repaired the device.